Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the patient's father by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's father alleged that the issue began in the morning on (B)(6) 2011. On an unspecified date/time the patient reportedly obtained a blood glucose result of "230mg/dl" with the subject meter. The patient's testing frequency and normal blood glucose ranger are not known; however according to the csr's documentation, the patient manages her diabetes with insulin (self adjuster). It is unclear what action the patient took in response to reported meter issue. According to the csr's documentation, the patient experienced a convulsion 21 ½ hours after the alleged issue began. It is not known what the patient's last blood glucose result was prior to the onset of her symptom and it is not known what action the patient took in response to her last reading. It is also not known if the patient made any changes to her diabetes regimen, meals, or activity level prior to the onset of her symptom and it is not known if the patient suffers from any additional health conditions. The patient's father reportedly administered treatment by giving the patient a glucose gel and orange juice an unknown date/time later. The patient's father denied the patient tested her blood glucose with another device. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.